Manufacturer narrative:
(B)(6). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side. The device remains implanted.